Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided kidney biopsy, the device allegedly self-activated when attempting to obtain the second sample. It was further reported that the procedure was completed with another device. Reportedly, the device was inspected and was unable to prime or fire. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy, the device allegedly self-activated when attempting to obtain the second sample. It was further reported that the procedure was completed with another device. Reportedly, the device was inspected and was unable to prime or fire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation is unconfirmed for the alleged failure to prime, failure to fire, and self-activation. The device passed the drop test and functioned properly under laboratory conditions and the reported event could not be reproduced. The device was able to prime, fire and obtain samples without issue. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the bumpers were both bent. Additionally, the tangs did not appear to be damaged or deformed. It is likely that the two bent bumpers contributed to the reported priming, firing, and self-activation issues, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.